Event description:
Per affiliate: the customer was getting out of the car and the pump hit the car door. It was indicated that the self test was ok, but no audible tones and the screen was damaged. No further details.